Manufacturer narrative:
The local field service engineer cleaned the clogged waste filter and replaced several instrument parts because of damage sustained from the leakage. These service actions remedied the customer's observation. A new waste tub and filter kit have been released to increase the reliability of the waste system. This is achieved by increasing the holding capacity of the waste tub and removing the inline waste filter. A new customer cleanable waste strainer has been created and added to the waste tub. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported that their benchmark ultra stainer module leaked, and that the leakage reached the floor. When the local field service engineer visited the site, he confirmed the leakage was due to a clogged waste filter and that the fluid went completely through the instrument, with some fluid found under the instrument on the floor. No harm or injury occurred as a result of the leakage and fluid on the lab's floor. The following failure mode is same event reported in MDR: 2028492-2016-00004-00, which caused serious slip and fall injury.